Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient came to the clinic due to receiving a shock. A lead warning was noted along with changeable/unstable pacing impedance. A number of sic (sensing integrity counter) and fast nsvt (non-sustained ventricular tachycardia) episodes were noted, indicating a lead fracture. The lead remains in use. No further patient complications have been reported as a result of this event.